Event description:
Boston scientific received information that this left ventricular (lv) lead fell out on the vessel. The lead fell off from the table during revision procedure. Physician implant a new lead as replacement. The lv lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.